Event description:
Per provider compressor is noisy. Per independent repair center statement, unit will not start. Primary failure mode identified as compressor noisy. Additional failure modes were heat exchanger leaking and short circuit in on/off switch.